Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a thrombus event occurred post-atherectomy. The lesion being treated was restenotic, located in the left sfa, was 100% stenotic, of soft plaque morphology, and 300mm in length with one patent run-off vessel prior to therapy. The sfa lesion was treated with a 2.25mm solid crown oad which was spun at low speed for one run (15sec), at medium speed for four runs (24sec, 28sec, 34sec, 18sec), and at high speed for four runs (22sec, 24sec, 26sec, 26sec) for a total run time of 3min, 46sec. The residual stenosis was 50%. A pronto v3 aspiration catheter and a nav6 embolic protection device were used to successfully aspirate the thrombus. Angioplasty was then performed with a 5.0x300mm balloon for 5 inflations at 8atms each for a total inflation time of 3mins, 37sec. The residual stenosis was 20%. No stents were placed during this procedure. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 12 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).